Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was in an airplane and delivered a bolus. The customer then ate and fell asleep. The customer later found that she was treated by the paramedics due to low blood glucose levels. The customer stated that the insulin pump had 80 units of insulin prior to the event and the insulin pump delivered all 80 units when she programmed the bolus. Nothing further was reported.